Manufacturer narrative:
Concomitant medical products: dtmb1d4 locrt-d, implanted: (B)(6) 2018; 6725 adaptor, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the new right ventricular (rv) lead was implanted the patient had a pneumothorax. A chest tube was placed due to the pneumothorax. The rv lead remains in use. No patient complications have been reported as a result of this event.